Manufacturer narrative:
(B)(4). Investigation: through discussion with the customer, it was determined that during the procedure, they rechecked all loading doe any kinks or obstructions in the disposable set and did not find any. They also rechecked the hematocrit entry to be sure it was correct and the customer stated it was. A service call was placed to have both machines ((B)(4)) checked out to rule out as a causative factor. No problems were found with either machine. The service technician verified all functions of the equipment and all the functions met the manufacturer's specifications. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they loaded and primed the disposable set, then entered data and connected the patient for a tpe procedure. The system completed divert prime normally. They closed the return saline line when prompted and pressed continue to start the run. They then noted that the plasma line and the rbc line exiting the centrifuge were red, and they could not see evidence of separation in the centrifuge. They chose to rinseback and end the procedure. They loaded and primed a second disposable set of this same lot number on a different machine, and the same thing occurred. The physician was contacted to evaluate the patient. On further evaluation, the physician determined the patient had blood in his urine and did have hemolysis. The patient was sent to the emergency room for evaluation of the hemolysis. A cause for the hemolysis was not found in the emergency room. They performed a tpe procedure on (B)(6) 2011 and separation looked normal with no evidence of hemolysis. The patient was stable as of (B)(6) 2011, with no evidence of hemolysis. The customer would not provide patient identifier due to confidentiality. Patient weight is not available at this time. This report is being filed due to patient hospitalization.

Manufacturer narrative:
(B)(4). The disposable sets are not available for return, due to the customer's retention procedure. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. Sets are being held by customer.

Manufacturer narrative:
(B)(4). Investigation: a service call was placed for both spectra devices that the procedure was run on. No problems were found with the equipment. All functions of the equipment were verified to meet specifications. The device history record (DHR) was reviewed for this event. There were no issues identified in the DHR for this lot that would contribute to the hemolysis that the customer experienced. Root cause: without the return of the disposable set for evaluation, the cause of the hemolysis cannot be determined at this time. Based on the available information, incorrect tubing set loading resulting in a partial obstruction, the patient specific disease state, or a disposable set manufacturing error resulting in a partial obstruction of the tubing cannot be ruled out.